Event description:
A distributor complaint was reported regarding a cartridge change error with a pump, which no longer detected the cartridge. There was no reported impact on the customer's blood glucose level. No additional patient or event information was provided.